Manufacturer narrative:
The following fields were updated due to a correction: investigation summary bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were visually inspected with one kit containing a towelette foil pouch that had an open seam. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package/seal - sterility in question. Based on an evaluation of frequency it was determined that no corrective action is required at this time. The exact cause for the indicated customer failure mode could not be determined with the investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® urine complete cup kit, an unspecified number of kits had open and dry towelettes. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® urine complete cup kit, an unspecified number of kits had open and dry towelettes. There was no health impact or consequence reported.

Event description:
It was reported that prior to using bd vacutainer® urine complete cup kit, an unspecified number of kits had open and dry towelettes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were visually inspected with one kit containing a towelette foil pouch that had an open seam. Upon investigation, it was noticed in september 2024 that the horizontal seal on the foil pouch was not being made properly. A part of the hub-cross seal that creates the horizontal seal had worn out causing the horizontal pressure to be incomplete. The hub-cross seal parts were replaced; towelette pouches produced after the repairs were made were inspected with zero failures. This issue could have potentially led to the open seam found in the towelette foil pouch. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package/seal - sterility in question. The exact cause for the indicated customer failure mode could not be determined with the investigation; however, the issue that was discovered in september could have contributed to the indicated defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.